Event description:
When the resuscitator was used for the first time it became clear that the venturi suction was generated with oxygen and not medical air. If the equipment is used in a confimed space there would be a build-up of oxygen which constitutes an explosion risk. The accepted safe practice, certainly in western europe, is to use medical air and not oxygen to generate venturi suction. It is of concern that the MFR or his agent has accepted a specification which is dangerous. In these circumstances it would be desirable for the MFR to attach a warning notice. Even better would be to use only medical air to generate venturi suction in future to remove the risk.